Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the proximal right coronary artery (rca) with moderate tortuosity, heavy calcification, and 99% stenosis. After performing pre-dilatation, the xience prime stent was advanced to the lesion. The device was pressurized but the stent delivery system (sds) balloon ruptured at 8 atmospheres (atm). The device was retracted and a pinhole rupture was noted. The procedure was completed by implanting a new xience prime stent. No adverse patient effects were reported. There was no significant delay in the procedure reported. No additional information was provided.